Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that during implantation, the intraoperative rtf measurement was successful although the surgeon mentioned an instable ossicular chain. Since initial activation of the audio processor, no amplification was measurable nor recognized by the pt. In december, a surgery under local anesthesia was performed through the ear canal to proof the fixation of the fmt on the incus and the state of the ossicles. During this surgery, the stapes was removed and a passive prothesis was implanted, parallel to the fmt. The post-operative pure tone audiogram showed good results of the passive prothesis but still no amplification with the audio processor. The pt was explanted on (B)(6), 2011.